Event description:
It was reported by the sales rep that during surgery the handle broke on the weld. She added that this happened during hammering and that it caused a delay of 4 minutes, as another set needed to be opened. No adverse consequences reported.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer at this time. If add'l info becomes available then it will be submitted in a supplemental report.